Event description:
Balloon material came completely detached from catheter upon second inflation. Retrieval attempted with snaring device. Material was found but could not be retrieved. Pulmonary angiogram and ultrasound of fistula were done to determine the location of the balloon device. Medical record discharge summary states the balloon ruptured. By ultrasound, the balloon was believed to be located in the venous limb of the access graft. Graft was unable to be surgically repaired. Internal jugular access was necessary and finally a new graft was placed in the left upper arm. The balloon with clot material was surgically removed on 12/5/97.